Manufacturer narrative:
The dia 5mm ang bipolar handle (cev669b) was returned for evaluation: failure analysis: evaluation of the bipolar handle was unable to conclusively verify the complaint reported by the customer as valid. Therefore, an investigation for cause was unable to be performed. The handle passed the electrical test. However, the investigation highlighted the screw between the handle and the black plastic part was missing. The pawl was offset (this makes it impossible to assemble an insert on the handle). Root cause analysis: it was determined that the handle has probably lost the screw during reprocessing or a tentative to dismount the handle when disassembling the handle from tube and insert.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 3, for the dia 5mm ang bipolar handle (cev669b) component of the forceps used during this event. This report is related to mfg report number 3003249645-2023-00031 and 3003249645-2023-00032. It was reported that the staff heard a crackling during the use of the forceps. Towards the end of the procedure, the surgeon stated that his thumb gets hot when he uses the bipolar forceps. He noticed a superficial burn on his thumb when removing the gloves. It was reported that the device was in contact with a patient; however, no patient injury was recorded. A 10-minute delay in procedure occurred and another forceps was used. It was later reported that staff noticed that a screw was missing on a handle during the sterilization process, without being able to know whether the screw was missing before, or especially during the procedure.